Manufacturer narrative:
Visual inspection: during the investigation, no significant damages of the valves were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the vertical but not in the horizontal position. A reduced outflow of gav 2.0 in the horizontal position could be determined. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine a slower flow rate in the horizontal position at the gav 2.0. The deposits visible in the valve have led to the change in the flow rate. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 valve (#fx221t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 years, 1 months. Weight: 11 kgs. Height: unknown. Gender: female.